Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded and is unable to be returned for evaluation.

Event description:
It was reported that the infusion set was leaking at the headset and that the self-adhesive of the infusion set was wet leading to high blood glucose values of 400 mg/dl.